Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between yume-set and transfer set. This occurred during the end of therapy and disconnect of peritoneal dialysis therapy. The patient could not disconnect. There was no patient injury or medical intervention associated with this event. No additional information is available.